Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The action recommended by the tse corresponds with accepted service practices for the error code generated by the device. The customer was instructed by the tse to call back if the recommended component replacement or tests do not correct the failure. The investigation and repair of this ventilator will be completed by the customer.

Event description:
It was reported that during patient use, a ventilator generated an error code indicating a breath delivery malfunction. Although requested, there is no information about the patient being transferred to another ventilator. There is no report of death or serious injury associated with this event.